Event description:
Shiley received a report that a pt had the bjork-shiley convexo-concave 70 degree aortic heart valve explanted due to the alleged risk of strut fracture. The explanted aortic heart valve was sent to shiley for examination. Microscopic examination revealed a single leg separation of the left leg of the outlet strut.